Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the gun was closed down and fired. When the gun was fired the surgeon could not open the device he pushed down the red safety button and fired again and the gun then opened. The gun was then passed to the scrub nurse after being closed again on removal for reloading and they could not open the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.